Manufacturer narrative:
It was reported that the pendant buttons do not work or are stuck. The pendant is warm to touch, not hot. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the pendant buttons do not work or are stuck.